Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿a study on the safety of endoscopic nipple large diameter balloon dilatation for antithrombotic patients: a multicenter retrospective study¿. The literature reported the result of 144 cases of the endoscopic papillary large balloon dilation (eplbd) procedure without endoscopic sphincterotomy (est) procedure using olympus duodenovideoscope model jf-260v or tjf-260v and non-olympus balloon catheter from march 2008 to december 2017. In the subject cases, 1 case of aspiration pneumonia occurred. Based on the available information, a direct relationship between the olympus products and the observed adverse events could not be determined. Therefore, omsc will submit 2 medical device reports (MDR) depending on the type of device. This report is 1 of 2 reports at jf-260v.